Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where a patient was admitted for a consult on having a valve in valve performed because of increased gradients across the valve. Initially the physician thought it was a surgical valve. When he went in, it was noted that it was an evoque.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional information: after previous admission approximately 1 month ago, the patient was discharged on coumadin to see if it had any effect on the thrombosis of the valve. The patient has a history of a previous heart and liver transplant. The patient was re-admitted with a creatine of 1.9, right heart failure, restenosis of the evoque valve with a mean gradient of 13-19. The physician is now wanting to implant a valve in valve. Based on the complaint investigation, the complaint for thrombus formation (device) - post procedure was confirmed with empirical evidence. No device information was able to be obtained for this complaint event. Therefore, a device history record review was unable to be performed. Available information suggests that the event may be related to patient factors (previous transplants), however, there is not sufficient information to confirm a root cause. Since no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information received confirming that the patient did undergo valve in valve (viv) but the exact date is not known. The physician stated that the patient did well and is doing well. Prior to the viv the physician reported that there was severe tr and no stenosis.